Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery and occlusion tests due to motor error alarms. The insulin pump passed displacement, rewind, basic occlusion and prime/a33 tests. The insulin pump has cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.